Event description:
Cardiomems implant procedure went well. The implanting physician utilized the boston scientific platinum plus as the guide wire. Implant procedure and calibration completed in the cath lab, femoraartery access was closed using perclose. Patient was taken back to recovery. 15-20 minutes post procedure in recovery the rns tending to him noticed he was coughing blood and mucous. The implanting physician was consulted and he took him back to the lab to see if he could identify the source of the blood. No vessel leak was identified. They are keeping him overnight for continued observation.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.